Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass). Additional related information was requested but has not been provided to date. Additional information received indicating that a patient underwent cataract surgery with iol implantation in left eye. After 3 days of surgery the patient experienced with strong inflammation with suspicion of endophthalmitis or tass, conjunctival inflammation: 2+, cells in the anterior chamber: 3+, fibrin in the anterior chamber. Patient was treated with subconjunctival injection: glucocorticoid, other: reinforcement local corticosteroid treatment: antibiotic + corticosteroids 6 times a days; corticosteroid + antibiotic 3 times a days; fluoroquinolones + antibiotics 6 times a days. Medication was effective and patient symptoms were resolved. New information received indicating viscoelastic, balanced salt solution and procedure pak is also a suspect for the adverse event.

Manufacturer narrative:
The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection could not be conducted in order to ascertain the failure mode for the consumable device. A consumable is a single-use medical device provided to the customer in a sterile manner. An evaluation is conducted to ensure each fms meets customer, process, and regulatory requirements. Once the consumable is assembled and sealed, they are all sterilized as a complete unit. The sterilization validation has taken into account the worst case to ensure all consumables meet all sterilization cycle parameters for acceptability prior to release. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All procedure paks are single-use devices provided to the customer in a sterile manner. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).